Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were changing frequently and the contact thought that the pump was the cause. Tandem technical support reviewed the pump data and found that prior to the time/date change there was a button interaction, successful unlock, a global setting change and then a screen off. The contact was informed of this data and acknowledged that the user was changing the date/time. The contact was "satisfied". There was no reported impact to blood glucose.